Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mm in length target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left circumflex (lcx) artery. A 3.50 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, difficulty was encountered when crossing the middle of lcx, so the stent was positioned several times. The stent strut was then found lifted and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mm in length target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left circumflex (lcx) artery. A 3.50 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, difficulty was encountered when crossing the middle of lcx, so the stent was positioned several times. The stent strut was then found lifted and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.